Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the backlight inverter printed circuit board (pcb) and gui liquid crystal display (lcd) panel. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during power on the 840 ventilator lower display was erratic. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to an issue with the temperature of the device. If information is provided in the future, a supplemental report will be issued.